Manufacturer narrative:
Continuation of d10: n/a citation: qiu, k., hang, y., lv, p., liu, y., li, m., zhao, l., zhai, q., chen, j., jia, z., cao, y., zhao, l., shi, h., liu, s. Thrombectomy in stroke patients with large vessel occlusion and mild symptoms: insights from a multicenter observational study. Translational stroke research 16(5):1644-1654 2025. Doi:10.1007/s12975-025-01337-1 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding thrombectomy in stroke patients with large vessel occlusion and mild symptoms, evaluating the effectiveness and safety of endovascular thrombectomy combined with best medical management compared to best medical management alone. The time frame of this study was january 2018 through december 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: react 68 aspiration catheter and solitaire fr/ab were used in endovascular thrombectomy (evt). There were 419 patients included in the study, with 137 receiving primary evt and 282 receiving best medical management (bmm). Among the bmm group, 9.2% received rescue evt and 7.8% received intravenous thrombolysis (ivt) followed by rescue evt. It was not specified which patients were treated with medtronic devices. Deaths occurred in the study population, reported as modified rankin scale score of 6 at 3 months; specific causes of death were not provided in the publication. There were 13 deaths in the primary bmm group and 10 in the primary evt group. Among patient adverse events included: hemorrhagic transformation best medical management group: 7.1% (9 patients) endovascular thrombectomy group: 15.9% (20 patients) symptomatic intracranial hemorrhage. Best medical management group: 1.6% (2 patients) . Endovascular thrombectomy group: 8.7% (11 patients) . Distal embolization during endovascular thrombectomy occurred in 35 patients (27.7%), with 12 of the cases resulting in neurological deterioration, confirmed as new infarctions on follow-up imaging . Arterial dissection (1 case), managed without stent placement . Emergency carotid artery stenting due to severe internal carotid artery stenosis, associated with hemorrhagic infarction type 2 on imaging no further information was provided pertaining to medtronic products.